Event description:
The physician requested that someone come assist with reprogramming the vns due to the vns not working. No further details were provided. No additional relevant information has been received to date.